Manufacturer narrative:
No injury was reported. The returned device was visually examined and found to have been broken or torn at the bolus (near the end of the feeding tube). In order to duplicate a similar break, more than 5lbs of tensile force was applied to the feeding tube. It is unclear how these types of forces could be applied to the tube during clinical use.

Event description:
The tube broke at the scoop and it was found during an x-ray exam of the large intestine which was conducted on the tenth day after the placement of the feeding tube. The broken tip was removed using an endoscope.